Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: break.

Event description:
Healthcare professional reported "a small pinhole was found in the implant when inserting in the patient." Patient contact with the device did occur. The surgery was completed with a back up device. The device was not implanted.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ broken device: observed 2 openings assessed as surgical damage. No other observations observed, no further actions are required.

Event description:
Healthcare professional reported "a small pinhole was found in the implant when inserting in the patient". Patient contact with the device did occur. The surgery was completed with a back up device. The device was not implanted.